Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was confirmed via x-ray that the lead had fractured. Next course of action is undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Additionally, the patient also received a scs system.